Event description:
Email: paul fant writes, "the unit listed above is in need of a disinfect or deep clean. Unit has not been used in a bit and even after running hydrogen peroxide solution through and rinsing the internal hoses look in bad shape. I am needing a quote so I can ship in and have serviced if you can help of point me in the right direction." Iwpr service is requested.

Manufacturer narrative:
A cardioquip customer requested an internal water pathway replacement due to suspected bacterial contamination within their device. The device has since been received at cardioquip and is awaiting investigation and service. A follow-up will be filed if any additional information or information that corrects this report is obtained.

Manufacturer narrative:
A customer sent their device to cardioquip for repair due to suspected bacterial contamination. Following testing results which confirmed bacterial contamination, an internal water pathway replacement was performed. The device was returned to specification via this repair. Following the repair, the device passed inspection and is fully functional.

Event description:
Email: paul fant writes, "the unit listed above is in need of a disinfect or deep clean. Unit has not been used in a bit and even after running hydrogen peroxide solution through and rinsing the internal hoses look in bad shape. I am needing a quote so I can ship in and have serviced if you can help of point me in the right direction." Iwpr service is requested.